Event description:
It was reported by an attorney that their client sustained serious burn injuries to the neck and chest, shock, and injuries to the nervous system, after treatment performed with a lumenis ultrapulse laser.

Manufacturer narrative:
Reasonable attempts were made to obtain treatment settings, pt info, subject device serial number, and service history records from the user facility, however none was received. A review of service records concluded the reported user facility did not obtain the subject device from lumenis directly, nor does the facility maintain a service contract with lumenis. Without the subject device serial number, lumenis is unable to determine the status of the device. Lumenis is therefore unable to determine a root cause for the reported event. Although no info was provided by the user facility about the service history of the device, lumenis cannot rule out that service by authorized third party service providers may have contributed to the reported adverse event. To the best of lumenis' knowledge, the subject device remains in use at the user facility.